Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2022-12-15. Corrected h4 manufacture date: 2022-12-20. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ volista access 600. As it was stated, the front panel of the keypad detached and fell down. Biomedical engineer glued the keypad panel back on but it fell off again. The customer alleged that this has happened 3 times in a row, thus each instance has been treated as a separate event. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. A root cause evaluation was performed by subject matter experts at manufacturing site. As they stated, the keypad has been tested by our supplier apem. Examination of the keyboard involved shows that the adhesive is still well bonded. However, it is very dirty (dust, hair, etc.). It is impossible to know whether this was originally present or due to the disbonding. Examination of the spacer revealed no greasy areas, good flatness (less than 0.05 mm) and no burrs. According to the apem report, the spacer or adhesive has probably been contaminated. The preventive measure taken by the supplier is to post the following instructions at the workstation: "parts that have fallen to the ground = do not use = discard". Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista access 600. As it was stated, the front panel of the keypad detached and fell down. Biomedical engineer glued the keypad panel back on but it fell off again. The customer alleged that this has happened 3 times in a row, thus each instance has been treated as a separate event. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.